Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient's family member that during the implant procedure of this 25 mm aortic bioprosthetic valves, the patient died. The cause of death was not received. There is no evidence to suggest that the bioprosthetic valve caused or contributed to the patient's death. It is unknown if an autopsy was performed.